Manufacturer narrative:
D9 - date returned to mfg 9jun2025. Investigation summary the reported complaint was not confirmed. The device failed visual inspection with loose opmod connector. The probable cause to the loose connector was normal use of the device over time. 12-month service history review shows no results of the device being returned for repairs or complaints.

Event description:
The complaint/event occurred on an unspecified date and involved a cogent hemodynamic monitoring system, refurbished that was reportedly giving off inconsistent readings. This issue was reported by the facility's ICU nurse manager. Additional information was later received (aside from the original allegation) from the facility's biomed stating that the monitor will not pair with its base. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.